Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was not provided for evaluation. Loss of connection was not confirmed. A probable cause could not be determined. No additional event information is available.

Manufacturer narrative:
(B)(4).

Event description:
No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.